Event description:
(B)(4). Reason for original complaint - patient was revised to address poly wear and dislocation. Update rec'd 3/9/15 - litigation papers received. There is no new additional information that would affect the investigation update 4/22/15-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, clunking due to impingement between the cup/stem, and malpositioned cup. There was no mention of any poly wear or dislocation. The cup and stem are now being added to the complaint. The complaint was updated on:5/19/2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible for the unknown lot code(s). The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.